Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected to only adverse event; no product problem occurred in this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Merrill ra, keating me, sueyoshi t, davis ke, barrington jw, emerson rh. Twenty-five-years and greater, results after nonmodular cemented total knee arthroplasty. The journal of arthroplasty (2016), http://dx.doi.org/10.1016/j.arth.2016.01.043. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the item and lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the item and lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that studied the outcomes of 5649 primary total knee arthroplasties for 25-30 years using the anatomic graduated component that when radiographs were examined 607 were found with patella radiolucency lines, including 403 at 5 years, 177 at 10 years and 27 at 15 years.